Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was ¿feeling tingling in her legs¿ at the time of report. The patient had ¿recently had a vaginal ultrasound and was wondering if this could interfere with her device.¿ it was ¿unknown¿ whether there were any patient symptoms or complications associated with the event. No further information was reported at the time of report. Additional information regarding troubleshooting and the patient¿s outcome was requested. A supplemental report will be filed if additional information is received.